Manufacturer narrative:
Unit alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the insulin pump was exposed to moisture on a boat. Blood glucose level at the time of the incident was 81 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.